Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the product found that the battery door is missing. The battery contacts and springs have corrosion on them. The alarm does not power on when using new batteries. The alarm does power on when tested with the 9v ac adapter and power supply. (B)(4).

Event description:
The distributor did not provide any specific information as to the reason for the return of the product. There was no patient incident or injury reported.